Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was reusing supplies. Clinical support informed the customer that reusing the supplies is off-label per the tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 150-300s mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.